Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 325cc, catalog # 3501650, serial # (B)(4), lot # 6999587. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/12/2019, mentor became aware that the patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 450cc, catalog number 3502450, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. On 7/23/2019, the mentor failure analysis lab received the device for evaluation. On 8/1/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample, a tear was noted in the anterior and extending to posterior aspect measuring approximately 3.8 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).